Event description:
Complex calcified lesion. Ballooned, rotablade, stent. Prowater used during ballooning and stenting. Disection plane distal to distal stent. Upon the third insertion, the wire was shaped with an extra 'j" the wire ended up trapped in an rv marginal. Tried to remove with corsair. Wire frayed and seperated. Tried snare. Patient sent to or. Patient doing well.